Manufacturer narrative:
The user facility reported the table's hand control and auxiliary controls were not being activated during the time of the reported event. A dta service technician arrived onsite to inspect the surgical table and found significant damage to the auxiliary controls. Three of the auxiliary controls remained in a constant activated state due to the damage. Due to the damage, the controls remained in an activated state even after user control was removed. The dta service technician stated the damage to the auxiliary controls may be attributed to impact damage from the table colliding with other objects. The table was removed from service following the reported event. A dta service technician provided a repair quote to the user facility. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their 3085sp surgical table began to articulate without being commanded to do so. The patient was removed from the surgical table and was transferred to another surgical table; the procedure was completed successfully. No report of injury.

Manufacturer narrative:
The user facility declined service repairs to the surgical table subject of the reported event. The user facility stated that the table has been removed from service and will be decommissioned.